Event description:
It was reported by service report that the lift motor was not working. The customer reported that they did not know if there was patient involvement; however, no adverse consequences were reported.